Manufacturer narrative:
H10: the field service engineer (fse) went to the customer site on (B)(6) 2024 and evaluated the device. The fse downloaded and reviewed the device diagnostic report (drpt) and the device error log from the time of the reported event. No error code was found in the log and no unexpected device issue was seen in the drpt. The fse determined that no action was required for the allegation of the device shutting down while in use. In a good faith effort (gfe) response from the customer received on 15jan2024, it was stated that they were not provided with the patient information but were able to confirm that it was reported there was no patient harm.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device shut down while in use. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that there was no patient harm done as a result of the shutdown while in use. The customer requested that philips perform onsite service to evaluate the device, retrieve the device diagnostic report (drpt), and perform a performance verification test (pvt). This investigation is ongoing.